Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as neither the bg exceeded 500 mg/dl nor did the cgm read "high." Customer resolved the issue by changing the infusion set and cartridge and resuming insulin, although they declined additional assistance despite recurring occlusion issues, leading to the case being closed by technical support.